Manufacturer narrative:
Manufacturer, gtin -- unknown as lot and serial numbers were not available. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
According to the article, "a case report of prosthetic aortic valve endocarditis with valvular dysfunction caused by aortic annular abscess" (literature ID: 1883-4159 issn), a 19mm trifecta valve was implanted on (B)(6) 2013. Eleven months post-operatively, the patient presented with dyspnea and fatigue. An increase in inflammatory markers and an increased peak aortic transvalvular velocity were observed and the patient was diagnosed with prosthetic valve endocarditis caused by (B)(6). After using antibiotics for 22 days, the patient required surgery. The valve was explanted sometime between (B)(6) 2014. Intraoperatively, vegetation and the presence of aortic annular abscess was confirmed. At a one-year follow-up, the patient was reported to be doing well with no signs of recurrent endocarditis.